Event description:
The pt reported the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6)2006. The pt reported experiencing mild glaucoma. The icl remains implanted. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Eval results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).